Event description:
Reporter indicated that pt experienced an episode of asystole during intra-operative lead test that lasted for 10 seconds. The pt does not have any pre-existing cardiac conditions. The implant procedure was completed without further incident and the device has not yet been programmed to on. It was reported that the pt is in stable condition. It is not known at this time whether the lead electrodes are placed on either the superior or the inferior cervical cardiac branches, which could cause or contribute to the reported event.